Manufacturer narrative:
The device was returned to physio-control for further evaluation. The device was evaluated and the reported power issue was verified. It was observed that the internal hlc battery, designator bt3 had been damaged previously and it appears that the customer had unsuccessfully attempted to resolder the hlc to the analog pcb assembly. The cause of the observed bt3 separation from the analog pcb assembly could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio for further evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803-56.

Event description:
It was reported to physio-control that the customer's device had an attention icon in its readiness display. During device evaluation, a third-party service agent observed that the device powered off after the first voice prompt. There was no patient use associated with the reported event.